Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer required a software update. However, analysis determined that the programmer stylus worked intermittently. All found defective parts were replaced and all other identified issues were resolved. Reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned to service subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.